Event description:
It was reported to philips that the azurion system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Upon troubleshooting fse checked software information page of the pdu (power distribution unit) and found defective pdu unit. To resolve this issue, fse replaced pdu and installed its software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.